Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for two unruptured, saccular aneurysms: one aneurysm was on the front wall of the supraclinoid internal carotid artery and one aneurysm was on the in the posterior wall of the carotid siphon. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. During the procedure, the microcatheter was placed and the pipeline flex was unsheathed distal to the aneurysm. It was reported that the distal end of the pipeline flex failed to open; less than 50% of the braid had been deployed when this was observed. The pipeline flex was resheathed at least four times; the distal end still did not open. The system was removed from the patient. Afterward, the patient was re-accessed. The procedure was completed using a pipeline flex with shield. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Additional information, device evaluation the pipeline flex was returned for evaluation. The distal end of the pipeline flex braid was found not open due to braid damage; the proximal end of the braid was found fully open with moderate fraying. Based on the analysis findings, the report pipeline flex failure to open on the distal end was confirmed. It's possible that the damaged braid may have contributed to the reported issue. Additionally, the damage to the braid at both ends of the pipeline is possibly the result of the physician re-sheathing the device more than the recommended two times. Per our instructions for use (IFU): ¿re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ no evidence was found to suggest that the device failed to meet specifications; manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.